Manufacturer narrative:
The device was evaluated on-site at the customer facility. The reported condition depleted battery was confirmed due to depleted batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) evaluation summary: the device has been received by baxter, and the condition was confirmed. The cause of the depleted battery set alarm is unknown and no repairs were made to correct the problem. This complaint is an ancillary service event opened during investigation of (B)(4). If any additional information is received, a follow up MDR will be sent.

Event description:
During review of the event history by baxter it was determined that a battery depleted set (x4) occurred during delivery causing an interruption of delivery. There was no report of patient involvement, injury, or medical intervention necessary. This involved an unremediated infusion pump with user interface module master software version 5.04.00.